Manufacturer narrative:
B3 date of event: 4-july-2025. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: ac shallowing. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault & shallow ac. The lens was explanted and at a later date a replaced with a lens of different power and shorter length and the problem was resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.